Event description:
A customer reported that "he was getting ready to have dinner" and tested on his adc glucose meter at 7:30pm and received a reading of 131 mg/dl that was higher than he felt. The customer stated "he took his insulin right after that", and reported self-treatment with "20 units of 70/30 mix of novolin and 12 units of levemir." At 7:45pm the customer experienced symptoms reported as "his eyes became foggy and he became sweaty and he passed out," experiencing a loss of consciousness. Paramedics were called, tested the customer on their glucose meter and received a reading of 30 mg/dl. The customer was treated on scene with intravenous glucose, but was not transported to a health care facility. There is no report of death or permanent impairment with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retain test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in meter memory on (B)(4) 2012 at 6:39pm. (B)(4).

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. (B)(4).